Event description:
The customer reported that the system reboots on its own. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the 220 v black socket pin. The system operates as intended.